Event description:
It was reported that when using the bd pyxis¿ medstation¿ es both rails of the main drawer were shot. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 had both rails shot. A field service engineer (fse) replaced the rails on main drawer 6. The customer completed inventory for the drawer and fse performed preventative maintenance. All drawers were then tested using the hardware test application and confirmed to be fully functional. The system functioned as intended after the field service engineer repaired the device.